Event description:
It was reported that a pt had her pump and catheter explanted due to infection. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt's status was undetermined at the time of the report. Additional info has been requested, but was not available as of the date of this report.

Event description:
It was reported that the onset/diagnosis of infection was two weeks post op. Antibiotics had been administered perioperatively. The patient experienced symptoms of redness, swelling, drainage, fever and pain. The location of the infection was the device pocket. A culture was obtained from the device pocket and the results were (B)(6). A total device system explant was performed. The patient was not planning to have a new pump placed. Intravenous and oral antibiotics were given to the patient and the infection was resolved. The patient had ongoing symptoms of withdrawal including itching and spasticity. The drug in the pump was lioresal.

Manufacturer narrative:
(B)(4).